Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain, cloudy effluent and poor draining. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date that same month, the patient started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal fortaz (ceftazidime) (dose, frequency, and duration not reported) for peritonitis. On an unknown date that same month, the dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering and remained hospitalized. No additional information is available.